Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient was seen for follow-up, it was noted that the device tripped eri on (B)(6) 2016. Previous follow-up in (B)(6) 2016, the fastpath estimated 1.4-1.7 years to eri. Estimated calculation was performed with the details from the (B)(6) visit, and the estimate was 10-13 months to eri. A battery/longevity data anomaly was suspected.